Event description:
It was reported by the parent that in 2002, the pt no longer wanted to wear the speech processor. The next day, pt only would wear it part of the time as they said that it was unpleasant. When pt wore the processor, they reacted normally to acoustic stimulation. One month later after the event, the parent noticed that the pt no longer reacted to their name. Examination of the external system showed that the processor was functioning. Examination of the implant produced telemetry measurements of 'poor coupling to the implant'.